Event description:
It was reported that during a anterior resection procedure the surgeon was completing a side to end anastamosis and was using the trocar (circular stapler) on anvil to protrude through bowel. Attempted to remove trocar to attach staples and end of trocar snapped off in anvil. Could not attach circular. Removed and used same for like product. No adverse consequences to patient. Surgery was completed successfully. Procedure was completed with same like product. Device was discarded.

Manufacturer narrative:
(B)(4).